Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2065349 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as some reported events are classified as medical, they are unable to be observed, therefore they are unable to confirm, and for rupture event, the lab analysis is required to confirm or not. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lymphoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and "hyperemia suggestive of a possible atypical large cell lymphoma". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and "hyperemia suggestive of a possible atypical large cell lymphoma". Pathological markers confirming alcl have not been received. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "possible atypical large cell lymphoma".